Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and an irrigation issue during use on the patient occurred. When inserting the catheter into the patient's body, during ablation, the temperature control mode was supposed to be set at 50w, but it was only 15w. When checked outside the patient's body, no saline solution was coming out from the irrigation hole. Cable replacement and qdot micro catheter replacement did not resolve the issue. The procedure was completed successfully without patient's consequence. Additional information was received on 02-jun-2024. The ablation never continued beyond the cut-off value. The generator allowed ablation with the 15w. Additional information was received on 10-jun-2024. No error was noted on the irrigation pump. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Generator parameters were set to temperature control mode, temperature cut off: 47, power cut off: 50w, impedance cut off: 100o. The noted temperature was 50, impedance 50o, power 15w. Requested clarification to this complaint. However, no further clarification has been made available. The low power was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The irrigation issue during use on patient issue was assessed as MDR reportable.

Manufacturer narrative:
Additional information was received on 30-jun-2024 clarifying that there was no wattage nor irrigation issues with the two replacement catheters. The bwi product analysis lab received the device for evaluation on 04-jul-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. When inserting the catheter into the patient's body, during ablation, the temperature control mode was supposed to be set at 50w, but it was only 15w. When checked outside the patient's body, no saline solution was coming out from the irrigation hole. Cable replacement and qdot micro catheter replacement did not resolve the issue. The procedure was completed successfully without patient's consequence. The device evaluation was completed on 24-jul-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, force and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and no power issue were identified. The power was set at 50 watt and it was successfully reached. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The power and irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. In relation to the power issue, the instructions for use (IFU) contain the following direction for use: the qdot micro¿ bi-directional catheter used in conjunction with a compatible rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. During energy delivery, the patient should not be allowed to come in contact with grounded metal surfaces. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).